Event description:
During service testing, baxter service technician reported that the device underdelivered. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.